Event description:
It was reported that post procedure, lead dislodgement was observed on the ra lead which pulled out of the right atrium. Lead was explanted the following day and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Correction: the issue reported in 2017865-2018-04891 is now being reported in this report as it pertains to the same serial number.

Event description:
New information received on september 21st, 2018 states that the information submitted in report number 2017865-2018-04891 is now being submitted in this report as it pertains to the same serial number. Lead had no sensing and no capture issue as well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.